Event description:
Customer reported that touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Replacement pump was arranged by technical support. Customer was instructed to use multiple daily injections as backup therapy to ensure insulin delivery continued uninterrupted.